Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ascerta vl was used during ureteroscopy. According to the complainant, during the procedure, the patient came in with stent in place already, the doctor went to remove the stent and saw that the bladder coil migrated into the ureter. The doctor used retrieval to remove the stent. The patient's condition at the conclusion of the procedure was reported to be good and there were no complications noted. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. As soon as additional relevant details become available, a supplemental report will be submitted.